Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad rubber is intact, no physical damage was observed. During testing, "contrast" button responded intermittently to presses. The keypad was removed from the base, contamination was observed to "contrast" and "down" key contacts. Unrelated to complaint, pump booted up with no audible sound, the cover was removed, piezo contacts were inspected, moisture corrosion was found to the piezo contacts preventing them to make a full contact. When the contacts were cleaned, pump was able to boot up with fully functional audible alert. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.